Event description:
It was reported that 1514 days after a coronary drug eluting stenting treatment procedure the patient had cardiac chest pain leading to a target vessel reintervention (tvr). The index procedure treated a 3.75x23mm, 95% stenosed lesion in the mid right coronary artery (mid rca) with predilation and placement of a taxus express2 3.5x32mm drug eluting stent. The lesion was then post-dilated with 0% residual stenosis. At 1514 days after the implant procedure the patient was admitted to the hospital with cardiac chest pain. Patient had no significant ECG changes, but subtle st wave abnormalities. Ck and ck-mb values were negative. Troponin was o.11. Cardiac catheterization performed the next day revealed two lesions in the rca leading to a tvr. The physician noted it was possible the serious adverse event was related to the device. The event was reported as resolved. No other information about the event was available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.